Manufacturer narrative:
Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.

Event description:
Customer reported 2 patient interface (B)(4) due to suction break occurring before treatment event started. No patient injury or complications. Surgeon changed treatment to lasek and completed the treatment successfully with no complications. The site threw away the patient interfaces.